Event description:
It was reported that the device was attached to an unconscious victim when shock was advised, however, the device did not deliver the shock to the patient. The ambulance took over patient care and transported to the hospital. The patient was not resuscitated.

Manufacturer narrative:
Physio-control evaluated the device and could not verify the reported failure. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control confirmed with the customer that the device was powered down accidently by the emergency medical technician (emt) who was working on the patient at the time. There was no device malfunction. The root cause of the reported failure was determined to be user error.